Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door and bin was failed. The field service engineer (fse) restored operation by toggling the fridge door lock in diagnostics, which reset the lock state and allowed the door to secure properly. All bins were then tested in diagnostics, confirming they responded normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator connected to the wbg3-pac1 station had a failed bin, the customer performed a station reboot and attempted to recover the failed hardware, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.